Event description:
A review of service data has detected a reportable event. Upon servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode sn (B)(4) has been completed. Upon evaluation, green and black (pp+) wires in the distribution node (dn) were broken at a solder joint. The root cause of the broken solder joint cannot be positively identified but is likely due to excessive force on the cable. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.